Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases was not possible as the necessary product/lot code combination was not provided. Medical records and x-rays were received; confirming the reported bone fracture. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient suffered from an interoperative bone fracture.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update 9/22/2015-medical records received. After review of the medical records for MDR reportability, the primary operative note indicated the greater trochanter cracked while inserting the trial sleeve. The crack was cabled. The previous srom stem is being changed to an unknown trail sleeve. The srom sleeve previously reported is being rejected. The complaint was updated on:10/13/2015.

Manufacturer narrative:
Added proper closing statement. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.